Manufacturer narrative:
Product determined to be original design. Product has been redesigned and improvement implemented.

Event description:
Consumer complained heating pad caught fire and damaged bedding. Received minor burns to her hand and hip. Did not seek treatment for slight burn to her finger and hip.